Event description:
The lead was returned to the manufacturer following the patient's death in hospice, analyzed, and subsequently tested out of specification. Returned paperwork indicates the patient died with cardiopulmonary arrest and coronary artery disease. Follow up with the clinic reported there were no device allegations as relates to the patient's death. Device was "turned off because he was in hospice."

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached mio, cosmetic esc and depression. Proximal segment returned and analyzed.